Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Insulin finally exited from tubing with manual plunger push. Customer's blood glucose levels ranged from 123 to 302 mg/dl. Customer reports the alarm was resolved by a complete set change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.